Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (interaction with chordae during positioning, poor imaging). The reported poor imaging is related to procedural conditions (imager inexperience, different imaging modalities could not produce adequate images). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code:

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Therefore, the physician decide to implant the clip with only attached to the anterior leaflet. An additional clip was then implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Therefore, the physician decide to implant the clip with only attached to the anterior leaflet. An additional clip was then implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.